Manufacturer narrative:
Note that the h.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstance that led to the poor communication was normal battery depletion of the implant. The patient said that tech support had walked her though the steps to confirm that the battery as truly depleted. The poor communication did not resolve, because the device was implanted 8 years ago. The patient had an appointment with their healthcare provider to review her options. With regard to the previously mentioned infection, the patient said that there were no symptoms of an infection. The patient's healthcare provider gave her an rx of antibiotics for a week and there was no change in symptoms (minor pain, discomfort in area of implant). The patient noted that this should not have been reported as an infection. She said she was given the rx to rule out the possibility and that it had. The patient's symptoms had not resolved but she had an appointment scheduled with her healthcare provider on (B)(6). No further complications were reported at this time. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said they got the device for interstitial cystitis and it has been great. The patient started getting discomfort around the ins. The patient said the discomfort started so minor and is getting a little more than minor. The patient said sometimes they have to change positions because of the discomfort. The patient said they contacted their healthcare professional who put them on an antibiotic in case an infection was causing the pain. The patient said their healthcare professional recommended the patient turn stimulation off. The patient was getting poor communication with and without the antenna. Patient services reviewed possibility of depleted ins. No further complications were reported.